Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument clamp is damaged at the distal tip; the traction rubber appears to be disintegrating. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a piece of rubber is hanging from the instrument but nothing is detached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.